Event description:
Dexcom g7 sensor was installed 3 days ago and is showing an inaccurate reading of 222. The finger stick shows 140. The notification caused me stress because it was not coming down after I drank water and walked which usually results in a decrease in the number. Recently I have had sensors that showed errors before the 10 day period and a missing needle.